Event description:
It was reported that 29mm inhance metaglene component would not releases from the inserter. Doe: (B)(6) 2024. Affected side : right shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that 29mm inhance metaglene component would not releases from the inserter. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found stripped patterns inside of metal threads of modular uniti baseplate l 29. Additionally, the tabs edges were found deformed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like overtightening in an off-axis position. Inhance shoulder system surgical technique, page 33, states the following: "assemble the appropriately sized baseplate to the baseplate inserter handle by inserting the three feet of the inserter handle into the peripheral screw holes of the baseplate (figure 93 and 94). Next, thread the baseplate inserter rod into the central hole of the baseplate until the handle of the baseplate inserter rod is snug with the baseplate inserter handle (figure 95 and 96). Care should be taken not to over-tighten". A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. However, it is reasonable to confirm unable to disassemble allegation, as condition may happen as a consequence of the damage observed. The overall complaint was confirmed as the observed condition of the modular uniti baseplate l 29 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to an unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.